Event description:
It was reported that the right atrial (ra) lead has exhibited intermittent capture for approximately the last six months. The physic ian is currently monitoring the patient. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. (B)(4).